Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error after it has been exposed to MRI. The customer stated that the drive support cap was normal. Customer reported to have received a motor position encoder error. Customer also reported to have experienced a high blood glucose of 400 mg/dl and no form of treatment was reported and no troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm. Unit received with no button response due to flattened act button keypad dome. The button keypad connector was found closed properly during visual inspection. Unable to perform functional test due to keypad anomaly. Unable to verify motor error alarm due to keypad anomaly. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. Unable to verify motor position encoder error alarm on alarm history screen due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.